Manufacturer narrative:
There is no clear relationship between the returned wands and the reported event, as functional testing showed the wands effectively ablate on simulated tissue. Functional testing was conducted on simulated tissue and both wand's ablation functions performed as intended, despite deterioration of the electrodes. The customer's allegation that the wands did not cauterize could not be verified, nor could a root cause be determined with confidence. Despite electrode wear on both returned wands, the ablate function performed effectively during functional testing. Several factors could have contributed to the reported event such as: the angle the device was used during the procedure, as can be seen by uneven wear of the electrodes, not using sufficient saline in order to facilitate the formation of plasma, or using set points higher than the default settings. The IFU contain adequate instructions, warnings and suggested precautionary measures to prevent such events.

Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand, it was alleged that the heat coil became loose and stopped working properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.